Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 08/23/2019. Device evaluation: a surgical pouch was received with a cut lens inside. The lens was cut in two pieces with a detached haptic. What appear to be blood was observed in the lens. This is a patient issue complaint, that could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported ar40e 3.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. Iol was explanted (B)(6) 2019 due to complaint of non-specific dysphotopsia. It was reported there was no incision enlargement, outcome does not significantly interfere with activities of daily life, and the patient has recovered. No additional information was provided to johnson & johnson surgical vision.